Event description:
Reporter indicated that a pt's vns generator and lead were replaced due to pain at the generator site and voice alteration. Reporter also stated that, the doctor told the pt the generator had moved.